Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l45080, implanted: (B)(6) 1997, explanted: (B)(6) 2008, product type: lead, product ID: 3888-28, lot# l44666, implanted: (B)(6) 1997, explanted: (B)(6) 2008. Product type: lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 07-jul-2001, UDI#: (B)(4); product ID: 3888-28, serial/lot #: (B)(4), ubd: 16-jun-2001, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, patient mentioned they had a spinal cord stimulator (scs) in the past before they got their pump. However the last time they tried to put an spinal cord stimulator in 15 years ago the device didn't work. Patient said the implantable neurostimulator did help but not as much as the trial had and they found out when they took the device out that one of the leads had bent over on the end and shorted out, so patient only had one working lead. Pss documented information given during the call.